Manufacturer narrative:
Product problem was previously checked in error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) from a hospital regarding a patient receiving fentanyl, clonidine, baclofen and morphine via an implanted pump. Indication for use was noted as non-malignant pain and degenerative disc disease. It was reported that the patient was in the hospital, intensive care unit (ICU). The patient was obtunded and on (B)(6) 2017, the patient was very lethargic. The patient "responds briefly" to narcan with a "little awakening." The hcp interrogated the pump on (B)(6) 2017, and determined that on (B)(6) 2017, the pump was updated with a possible pump refill. The caller did not know who refilled the patient's pump as the patient's follow up physician was not able to do so. The caller wanted the pump stopped. The caller was going to call and try to determine who last refilled the patient's pump and what was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.